Event description:
It was reported that during a routine device check, the patient felt lightheaded during high atrial rate episodes. The atrial lead exhibited intermittent undersensing. The atrial sensitivity would be increased and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.